Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven examples were provided. Sample 1, initial sodium 133 mmol/l, repeat 139 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven samples were provided. Sample 8, initial sodium 122 mmol/l, repeat 139 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven examples were provided. Sample 2, initial sodium 130 mmol/l, repeat 136 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven examples were provided. Sample 5, initial sodium 133 mmol/l, repeat 139 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven samples were provided. Sample 7, initial sodium 133 mmol/l, repeat 140 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven samples were provided. Sample 6, initial sodium 129 mmol/l, repeat 136 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven samples were provided. Sample 10, initial sodium 130 mmol/l, repeat 136 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven examples were provided. Sample 3, initial sodium 131 mmol/l, repeat 137 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven examples were provided. Sample 4, initial sodium 128 mmol/l, repeat 135 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven samples were provided. Sample 11, initial bicarbonate 27 mmol/l, repeat 20 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.

Event description:
User receiving low sodium and erratic bicarbonate results for several days. Twenty-two patient samples were involved. Eleven samples were provided. Sample 9, initial sodium 131 mmol/l, repeat 137 mmol/l. Initial results were reported. No patients adversely affected. Corrected results were reported. The field service representative determined the cause was the I s on for more than 24 hours and recalibrated the assays. If additional information is received, appropriate notification will be provided.